Event description:
The complainant alleged that the clinicians were attempting to charge the device to 300 joules, in preparation for defibrillating a pt (age and gender unknown), but the device stopped charging at 280 joules and would not allow them to discharge the device. The clinicians then turned the device off/on and the device appropriately charged and discharged. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.